Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg was clotting. This occurred on 32 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no: 363706 batch no: unknown. It was reported that 32 tubes clotted during the month of may. We have seen increased clotting in our new edta microtainer tubes. These are the tubes that fit into the racks that are loaded on to the hematology analyzer. Has there been customer complaints or are you able to give me any type of data that compares the new edta microtainer tubes with the smaller edta microtainer tubes? Increase clotting in nicu from map tubes. April 14 clotted. May 32 clotted. Lab will provide additional education in nicu. This complaint is to capture the 32 clotted tubes that occurred in may. Customer's response to info request #2 states: we have been tracking clotted samples from our nicu from 2017, 2018 and 2019. We switched tubes (B)(6) 2018 and there is a definite increase in clotted specimens from these (B)(6) 2018 through the current date. I don¿t know about the past lots, but we currently have lot 8313968 exp 5/31/20 in stock. I do not know if clotting occurred during or after the draw. We perform platelet checks on all samples with critical low platelets. Also, we check all tubes before they are put on the analyzer to sample. No erroneous results were reported that I know of. Yes patients had to be redrawn.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg was clotting. This occurred on 32 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no: 363706, batch no: unknown. It was reported that 32 tubes clotted during the month of (B)(6). We have seen increased clotting in our new edta microtainer tubes. These are the tubes that fit into the racks that are loaded on to the hematology analyzer. Has there been customer complaints or are you able to give me any type of data that compares the new edta microtainer tubes with the smaller edta microtainer tubes? Increase clotting in nicu from map tubes. On (B)(6) 14 clotted. On (B)(6) 32 clotted. Lab will provide additional education in nicu. This complaint is to capture the 32 clotted tubes that occurred in (B)(6). Customer's response to info request #2 states: we have been tracking clotted samples from our nicu from 2017, 2018 and 2019. We switched tubes (B)(6) 2018 and there is a definite increase in clotted specimens from these (B)(6) 2018 through the current date. I don¿t know about the past lots, but we currently have lot 8313968 exp 5/31/20 in stock. I do not know if clotting occurred during or after the draw. We perform platelet checks on all samples with critical low platelets. Also, we check all tubes before they are put on the analyzer to sample. No erroneous results were reported that I know of. Yes patients had to be redrawn.